Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump had been alarming no delivery, constantly. The customer's blood glucose was above 230 mg/dl. The caller stated, that the night prior to the phone call, the alarm was resolved by changing the reservoir. In the past, the alarms had been resolved by pressing the reservoir with a pen and making sure that insulin exited the tubing. The caller was advised that if the alarm occurs again they should call at the time of the alarm so troubleshooting can be performed. Nothing further was reported.